Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not form properly after several attempts. This caused bile and stones to empty into the pt, however, there was no pt consquence. Used another like device to complete the case.